Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flush. The customer's blood glucose was 40 mg/dl at the time of incident. The customer was advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the device accuracy test at 0.08720 inches. The drive support disk was inspected and no anomaly noted. Device received with cracked case at display window corners and display window. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).